Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead could not be implanted. The rv lead was removed and replaced to complete the procedure. The patient was in stable condition throughout.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.